Event description:
(B)(4) received a call on 05/23/2016 reporting a medical intervention that occurred on (B)(6) 2016 between 9:00am-10:00am. Patient called in stating that he started showing symptoms of panting, sweating, shaking, and feeling weak. Patient did not consume any food but only drank water up until the medical intervention. Patient stated that the reading on the prodigy meter at the time of the event was in the 200s(mg/dl). Patient's normal blood glucose reading around the time of day of the event is 66mg/dl. Paramedics were called and arrived at patient's home within 45 minutes. Paramedics performed a blood glucose reading on the patient with their meter but patient did not remember the actual results but that is was very low. Results. Patient ate a (B)(6) bar and drank (B)(6) to raise his blood glucose level. Patient refused to be transported to ER by paramedics. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.